Event description:
It was reported that patient¿s ipg was unable to communicate with external devices. Replacement charging systems were unable o resolve the issue. It was reported the patient will meet with the sjm representative for further troubleshooting of her system.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.